Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned presented the section distal of the catheter separated. The flexible cannula was retired without resistance. The flexible cannula looks fine, no visual failures or anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that the catheter tip was slightly crushed. The target lesion was located in the biliary tract tree. A 8.3 flexima biliary catheter was selected but could not be advanced to the target location as the catheter tip was slightly crushed. The procedure was completed with a different device. The patient status was reported as stable and no patient complications were reported. However, device analysis found that the catheter was fractured.